Event description:
It was reported by the patient that, "approx one year post op, pt began experiencing trouble. Sometimes her knee "slips out" and she practically falls from it. Pt has experienced tremendous pain. Doctor said that perhaps the implant might be loose. Pt had prior surgery on her left knee, and that is fine. Patient must walk with a cane. Patient states that it is ok for stryker to consult with the surgeon."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.